Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. For: part 352.040, synthes lot 5493659, supplier lot 2231997. Manufacturing location: (B)(4); manufacturing date: 16.nov.2006; no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the flexible reamer shaft was found to be bent after going through the cleaning and sterilizing process. Issue was discovered in sterile processing, no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. One 5.0mm flexible shaft (part number 352.040 / lot number 2231997) was received with the complaint category of ¿malformed: bent/distorted/warped.¿ the complaint condition is confirmed as the flexible shaft was received with slight inward bending of one of the four distal prongs. The balance of the device shows wear consistent with substantial use over the devices approximate lifespan of 10 years. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned 5.0mm flexible shaft (352.040) is intended to attached to a reamer head for reaming of the medullary canal and referenced in the flexible reamers for intramedullary nails system technique guide. Replication of the complaint condition is not applicable as the device is already bent. Based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. The bending of the distal prong is consistent with to a lateral force which has exceeded the permanent deformation limit. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.